Event description:
This spontaneous report was received on (B)(6)-2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 0742d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the flosser snapped while using and threw the product away. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 0742d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the flosser snapped while using and threw the product away. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A review of the data associated with this complaint revealed no adverse trends and no trend involving lot number 0742d. Retain samples were visually examined and met specification. A full review of the molds, mold equipment, test apparatus and test procedures concluded that all current processes and operations were fully satisfactory. Final packaging, break and burn, flavor application and crimping records were reviewed and did not show any non-conformance or abnormal situation related to the complaint event description. A field sample was not available. Documentation and history of changes demonstrate adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.